Event description:
The patient underwent an anterior repair and sling vesicourethropexy and a jackson-pratt drain was placed through the left lower quadrant through a separate stab wound due to some generalized oozing, but no active bleeding. On the day of discharge, 2 days later, while the jp drain was being removed, it snapped and part of the drain remained in the patient. The discharge was cancelled and the patient was returned to the or and the drain was removed. The retained drain was found immediately below the fascia and easily removed.

Manufacturer narrative:
Information has been forwarded to the supplier for evaluation. Follow-up report will be filed once evaluation has been completed.